Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-tg assay result for one patient sample tested on the cobas e 801 analytical unit. The result is >4000 iu/ml. The reporter suspects an interferent in the patient sample. The questionable result was not reported outside the laboratory because it did not match the patient's clinical diagnosis.